Event description:
The customer returned the uretero-reno fiberscope to the service center for an imaging issue which did not indicate an MDR reportable event. During the device analysis, it was found that the distal end had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.